Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon clamped the device on the artery and it would not unclamp and tore the artery. There was just a little blood loss that was controlled with another clip. Another applier was used to repair the tear and to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. When testing the device for functionality, it was noted to be empty, locked out and with the orange indicator over traveled. No functional test could be performed to evaluate the event reported due to the condition of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.